Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-jun-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8825p peek mini pushlock suture anchor broke at the tip as soon as it was put in place. This was discovered during a procedure with no patient harm reported. Additional information has been requested.